Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. The pneumatic switch connector on the rear of the device was broken. There was no further information available and no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device had a broken pneumatic switch. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.